Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone and bup ivacaine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had an MRI, but today was the first time the pump was being read after the MRI. The hcp was also hearing 5 beeps now. Telemetry mode was reviewed and periodically reinterrogating the pump for a motor stall recovery message was discussed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the pump motor stall recovery message logged after repeated reinterrogation of the pump eventually and "it recovered as expected". There was reported no change to the device.